Event description:
It was reported that the patient presented to the emergency room and review of merlin on-demand showed the device delivered inappropriate shock due to emi. The patient experienced no issues after the shock and is doing fine. No intervention or programming needed.